Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a no power issue. Due to delivery delay, customer was unable to test and experienced chills and a loss of consciousness, requiring treatment of a sugar, bread, fruit juice via third-party. Customer was hospitalized and treated with an unspecified infusion by hcp. There was no report of death or permanent impairment associated with this event.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a no power issue. Due to delivery delay, customer was unable to test and experienced chills and a loss of consciousness, requiring treatment of a sugar, bread, fruit juice via third-party. Customer was hospitalized and treated with an unspecified infusion by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.